Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included dysfunctional uterine bleeding. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes. The content of the communications had hemorrhaging and pel vic inflammation . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: received is a uterus with attached cervix with bilateral fallopian tubes detached and free in the specimen container. The uterus and cervix is 111 grams and measures 10 cm x 7 cm x 4.5 cm. The cervix is 3.8 cm in diameter with a 1.3-cm external cervical os. The serosal surfaces are tan-pink to tangray, smooth, and glistening. Bisecting the uterus reveals a triangular-shaped endometrial canal, up to 3.5 cm in greatest dimension. Cut surfaces through the superior aspect of the uterus reveals a single, coiled wire, approximately 15 cm in greatest dimension. This fine coiled wire is consistent with an essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal). New event: menorrhagia, pain were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.